Manufacturer narrative:
Results: evaluation of the returned alarm confirmed the reported issue: the nurse call receptacle is damaged. When the nurse call cable is inserted into the receptacle, the cable latches as it should. When the cable is moved up and down, the cable then becomes unlatched and does not send a signal to the nurse's station when weight is taken off the sensor pad. There are cracks on both sides of the dust covers inside the battery door track. There are rattling sounds inside the alarm unit. This unit has been in service for over 3 years and the physical damage can contribute to the issues found. Note: review of the instruction for use states: the posey sitter elite is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving a pt unattended. If you are using the nurse call cable, check to make sure it is plugged into the correct wall jack and the alarm. Make sure the mode you select alerts at the nurse's station when the alarm is activated. To test the modes requiring nurse call interface, remove pressure from the sensor, unfasten the chair belt sensor, or remove the magnet from the face plate. Check at the nurse's station to ensure that the indicator for the appropriate pt alarms on the nurse's call system and the wall like, indicating there is no pressure on the sensor, chair belt sensor is unfastened, or the magnet has been removed from the face plate. (B)(4).

Event description:
The customer reported the alarm has damaged to the nurse call port and there is not a secure fit when the cable is connected to the alarm. The alarm does not send a signal to the nurse's station. The customer did not know when the issue was found or the date of event. No pt incident or injury was reported.